Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep was unable to duplicate the malfunction. He replaced the generator batteries. The system tests satisfactory at this time with no errors displayed.

Event description:
The customer reported that the system is turning on but they can't take an x-ray. They received an error code - filament regulator failure - press any button to continue. When the button is pressed, it just does not work.